Manufacturer narrative:
Returned device was received with the flippers would not open all the way in the plunger head. Cracked bottom case by l bracket missing plunger case seal. Evidence of the reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical medfusion pump had a broken syringe clamp error. No patient involvement.